Event description:
It was reported that a green foreign material was found in the syringe before use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error per additional information received this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a green foreign material was found in the syringe before use.